Event description:
The piggyback is not working. It didn't infuse properly. No patient injuries or medical interventions. This occurred during patient infusion. Unknown medication. Pump programming unknown. Programmed properly, infused 20ml over 10 minutes, which is not how it was programmed to. Infusion stated that there was 38 cc left to go and the bag was empty. No add'l info is available.